Event description:
It was reported that noise was observed on the atrial lead. The lead was explanted and replaced during a system change out. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an insulation abrasion breaching the outer insulation at 7.3 cm to 7.9 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The damage found likely contributed to the reported complaint of noise.